Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, during a pulmonic case, a 26mm sapien 3 ultra (s3u) valve was deployed in the intended location but was not in the proper location once the commander delivery system was pulled back, possibly due to curvature of anatomy. A 26mm z-med balloon was used, and it was determined to implant a 26mm s3u valve. The valve was fully expanded. Post valve deployment diagnostic tests showed that valve was implanted too deep and was obstructing the right pulmonary artery. The delivery system did not cause the valve to move and there was no interaction between the delivery system and the valve after deployment. The plan was to surgically remove the s3u valve and insert a surgical valve the next day. Patient outcome is unknown.

Manufacturer narrative:
Added h6- type of investigation, investigation findings, and investigation conclusions corrected h6- device code. The device was not returned for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history review (DHR) or lot history review are required. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. It should be noted that sapien 3 ultra valve (s3u) was implanted at the pulmonic position for this case. Currently, the sapien 3 ultra valve (s3u) with the commander delivery system is not indicated for surgical bioprosthetic pulmonic valve replacement or a rvot conduit in pulmonic position. So, it is off-label for sapien 3 ultra valve (s3u) with commander delivery system. The IFU and training manuals reviewed are for tf (transfemoral) procedure in rvot conduit or surgical bioprosthetic in pulmonic position and was reviewed for relevant guidance for an sapien 3 valve (s3) implant using a commander delivery system. During thv delivery, advance the catheter to the landing zone. Expose the valve by retracting the gore dryseal flex introducer sheath tip beyond the triple marker. Disengage the balloon lock and retract the tip of the flex catheter to the center of the triple marker. Engage the balloon lock. Verify the correct position of the valve with respect to the landing zone. As necessary, utilize the flex wheel to adjust the coaxial orientation of the valve and the fine adjustment wheel to adjust the position of the valve. Before deployment, ensure that the valve is correctly positioned between the valve alignment. Markers and the flex catheter tip is locked over the triple marker. Begin valve deployment: unlock the inflation device provided by edwards lifesciences. Using slow controlled inflation, deploy the valve by inflating the balloon with the entire volume in the inflation device provided by edwards lifesciences, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon. Deflate the balloon. Based on the review, no IFU or training deficiencies were identified. As the valve malposition was unable to be confirmed, a complaint history review is not required. A review of edwards lifesciences risk management documentation was performed for this case. Pulmonic valve replacement using the commander delivery system with the sapien 3 ultra thv is not an indicated use. The risk management file captures risk for indicated device use only. Therefore, the related hazardous situation/harm combination that occurred in this complaint is not captured in risk management documentation, additional assessment of the failure mode is not required at this time. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The complaint for valve malposition was unable to be confirmed as relevant imagery or medical records was not provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training manual revealed no inadequacies. It should be noted that s3u with the commander delivery system is not indicated for use in the pulmonic position. As reported, "during a pulmonic case, 26mm s3u valve was deployed in the intended location but was not in the proper location once the commander delivery system was pulled back, possibly due to curvature of anatomy." In this case, it sounds like the thv malposition occurred after the delivery system retrieval from the valve. Since there was curvature or tortuous anatomy, the delivery system could have been retrieved non-coaxially from the deployed valve, so it led to interaction between delivery system and deployed valve, resulting in valve malposition. As such, available information suggests that procedural factors (non-coaxial retrieval the delivery system from deployed valve, off label operation) may have contributed to the complaint event. However, a definite root cause is unable to be determined at this time.